Event description:
User experienced low sodium results for eight patient samples. One patient example was provided. Initial sodium gave 126 mmol/l. Same sample repeated (B) (6) 2008 gave 134 mmol/l. Initial results were reported, corrected reports were sent out for six of the eight patients. No patients were adversely affected. The field service representative determined a defective reference cartridge to be the cause and replaced the cartridge. Performance tests were performed.